Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 439 mg/dl. Customer been using the insulin pump system within 48 hours of reported high blood glucose level. Troubleshooting was assisted. Customer was treated with manual injection and insulin pen. Customer was neither in emergency room, admitted into hospital, or emergency medical service dispatched as a result of high blood glucose level. Auto mode feature was not at the time of incident. Even if there was no insulin flow block, her blood glucose level still kept going up. Insulin pump had passed displacement test and high pressure test.